Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The instrument was further investigated. The instrument housing was removed and the roll gears were measured at the largest diameter. They were both found to be out of specification which is responsible for the friction during manual rotation of the tube.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and no damage or anything out of the ordinary observed. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The teflon pad was protruded.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event of instrument damage was confirmed through failure analysis investigation. Inspection found teflon pad damage at the distal tip. A missing material, approximately 0.06¿ x 0.03¿ and 0.05" 0.03" were not returned for evaluation. Additionally, further investigation confirmed the secondary issue. Manual rotation of the instrument shaft experienced heavy friction and instrument shaft barely could be rotated. Instrument was driven and was still able to pass the motion test, including the roll motion. The information gathered indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed. The following additional information was provided: the image showed the instrument tip with obvious damage on the teflon pad.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the harmonic ace instrument's tip was damaged, noting that the "white part of the knife tip was out" likely alleging the teflon pad and that the instrument shaft or rod could not be turned. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.